Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was delivering insulin inaccurately resulting in a high blood glucose with extreme thirst, increased urination, and dehydration which was treated with insulin at an emergency department. Troubleshooting of the event found that the pump time and date were set appropriately; the pump delivery totals correctly reflected the programmed basal rates and boluses. The reporter indicated that the basal and bolus settings were adjusted related to the event. This report is made based on the allegation that the patient was treated for hyperglycemia associated with an allegation of inaccurate insulin delivery.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.